Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 200 mg/dl to 400 mg/dl and the current blood glucose was 237 mg/dl. Customer treated high blood glucose with injections. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the quick release set. Customer continuously getting high blood glucose even after changing the infusion set system. Performed displacement test and which was passed. Customer was unable to upload to care link at this time. Customer needs to update (B)(6). Reservoir is almost full of insulin. Doing the bolus of the same amount it could not put the patient's level down from a high blood glucose but if they use injection it lower down immediately. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.